Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ferritin on an e602 analyzer. The date of the event was asked for, but not provided. It was asked, but it is not known if an erroneous result was reported outside of the laboratory. It could not be confirmed if the same sample was used for initial and repeat runs. The sample initially resulted as 1.53 ng/ml. The sample was repeated on another analyzer, resulting as 120.80 ng/ml. The sample was also repeated on the original analyzer, resulting as 124.10 ng/ml. The patient was not adversely affected. The ferritin reagent lot number and expiration date were asked for, but not provided. It was determined that there was inadequate sample volume due to foam/bubbles on the sample. A general reagent issue can be excluded.